Event description:
It was reported that the ideal sized xia screw was not available intra-operatively, and that an es2 screw and a larger xia screw were implanted instead. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient. This report captures the xia screw implanted.

Manufacturer narrative:
Additional data: g4. Corrected data: d1, g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that the ideal sized xia screw was not available intra-operatively, and that an es2 screw and a larger xia screw were implanted instead. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient. This report captures the xia screw.